Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer was found unconscious due to a low blood glucose (bg) level. Customer was given glucose tablets en route to hospital and arrived at hospital with a bg level of 113 (mg/dl). While in emergency room, customer was treated with glucose tablets until bg levels stabilized to 197 (mg/dl), and released approximately 5 hours later. Following low bg event, customer's health care provider (hcp) advised patient to adjust pump settings. After settings adjustment, customer experienced elevated bg levels up to 292 (mg/dl). Recommendation was made discuss diabetes management with health care provider. Customer acknowledged and indicated their hcp had already been consulted.